Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had poor sensing with unacceptable r waves and a poor signal with the intracardiacs.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, there was placement difficulty with the right ventricular (rv) lead and when the lead was connected to the analyzer, the physician did not like the numbers. The physician attempted to retract the helix, but it would not retract back into the lead. The lead was removed and a new lead was used. No patient complications have been reported as a result of this event.